Manufacturer narrative:
Company rep evaluated the unit and duplicated the reported problem. As issue was identified with the unit's lcd display assembly. Corrections included replacement of the unit's lcd display assembly. Unit was safety tested to factor's specs.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected pt monitoring. No pt injury was reported.